Event description:
It was reported that this inflatable penile prosthesis (ipp) experienced a loss of pressure required to achieve an erection. Upon revision, fluid loss was identified due to eroded cylinders. Therefore, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.